Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that customer experienced low blood glucose. Customer's blood glucose was unknown. It was stated that customer uses the insulin pump and they would like to have the insulin pump tested and see if it was still working. It was stated that the customer gone low, advised that we can run troubleshooting with the customer to saw what triggered her to go low. The device will not be returned for analysis.